Event description:
It was reported that the patient had high impedances on one of the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted leads will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 17336945/17169691

Event description:
It was reported that the patient had high impedances on one of the leads. The patient underwent a lead replacement procedure and was doing well postoperatively.